Event description:
Hospital personnel reported a broken depth gauge to the consultant. The device was discovered broken at the tip during sterile processing. It is unknown when or how the device broke. No patient is involved or associated with this device complaint. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The DHR was reviewed and no issues were found during manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.